Event description:
It was reported that the ilet user experienced a low blood glucose episode after announcing a usual lunch but likely eating less than declared, leading to hypoglycemia that required oral carbohydrate treatment. This was associated with user operation and the device¿s user interface rather than a device malfunction. Symptoms included dizziness, sweating, and hypoglycemia with reported nadir of 59 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact after treatment and return to range. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect procedure or method in meal announcement and intake, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.